Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to reload a cartridge. Reportedly, the cartridge was filled with 225 units of insulin. The customer filled the existing cartridge with additional insulin and successfully completed the load process. The customer reported a blood glucose (bg) level of 103 mg/dl. Reportedly, the suspected cause of the bg level was due to the carbohydrate ratio settings being set incorrectly by health care provider (hcp). It was confirmed that the customer would consult with hcp regarding adjusting the settings on the pump. At the end of the call, the customer reported bg level was 130 mg/dl, and stable.